Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up for an unrelated procedure. Noise reversion was noted on the right ventricular lead and noise was reproduced during isometric testing. The right ventricular lead was capped and replaced on (B)(6) 2018 as it was unable to be programmed. The patient was stable.